Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an unknown error message "sns turned off" which ended the sensor session. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.